Manufacturer narrative:
This product remains implanted (but out of service); therefore, physical analysis was not conducted. Investigation of the available information/data determined the observed gradual rise in lvsi measurements was likely associated with calcification as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported on (B)(6) 2025 that this right ventricular (rv) lead exhibited high out of range shock impedance, and a request was made to have available device data analyzed by technical services (ts). Ts noted the shock impedance had been steadily increasing for several years, and the 28-day average was 131 ohms. Since the patient was scheduled for a routine box change on (B)(6) 2025, this rv lead was surgically capped/abandoned (it remains implanted but out of service) and replaced during the same procedure. No other adverse patient effects were reported.

Event description:
It was reported on (B)(6) 2025 that this right ventricular (rv) lead exhibited high out of range shock impedance, and a request was made to have available device data analyzed by technical services (ts). Ts noted the shock impedance had been steadily increasing for several years, and the 28-day average was 131 ohms. Since the patient was scheduled for a routine box change on (B)(6) 2025, this rv lead was surgically capped/abandoned (it remains implanted but out of service) and replaced during the same procedure. No other adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted (but out of service); therefore, physical analysis cannot be performed.